Manufacturer narrative:
H6: investigation summary one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: we have had a further incident with a cannula. ¿date of the event: (B)(6) 2021. ¿there was no harm to the patient and no medical intervention other than replacing the venflon. ¿there was no needle stick injury. ¿there were no other safety issues. ¿the course of the treatment was not changed. ¿the action taken was that the venflon was removd and not used. ¿incident details: 16g bd venflon used for the above patient had a faulty injection port resulting in back flow of blood through the port. This was noticed before surgery started so we were able to remove the venflon.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: we have had a further incident with a cannula. Date of the event: (B)(6) 2021. There was no harm to the patient and no medical intervention other than replacing the venflon. There was no needle stick injury. There were no other safety issues. The course of the treatment was not changed. The action taken was that the venflon was removed and not used. Incident details: 16g bd venflon used for the above patient had a faulty injection port resulting in back flow of blood through the port. This was noticed before surgery started so we were able to remove the venflon.